Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.externalized conductors due to internal insulation abrasion were noted at 10.5-13.0cm from the distal tip. The etfe coating was intact at this location.

Event description:
It was reported that during device change out due to eri, externalized conductors were noted via x-ray. The lead was explanted.